Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with a small-bore sheath. Reportedly, when the plunger was withdrawn, a cuff miss occurred. A new prostyle device was used; however, bleeding was observed which resulted in manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with a small-bore sheath. Reportedly, when the plunger was withdrawn, a cuff miss occurred. A new prostyle device was used; however, bleeding was observed which resulted in manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: the second prostyle device worked as intended and knot advancement was successful, but it didn't achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The product was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. In this cases, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: described event or problem updated.